Event description:
There was an allegation of an issue with the front cover of the cobas x 480 analyzer. The customer was performing maintenance, and the front cover fell and hit the customer's head. The customer¿s condition was reported to be fine with no further problems.

Manufacturer narrative:
The field service engineer found an issue with the dampers of the front cover, and the dampers were replaced. The investigation determined that the service actions resolved the issue.